Event description:
1. 7/1/94 pt had bilateral total knee arthroplasty for osteoarthritis. 2. 7/22/94 pt had fallen and sustained a supracondylar fracture left femur. Surgery open reduction internal fixation femur and revision total left knee. 3. 4/7/97 total left knee revision due to nonunion left distal fracture femur. Implant failure noted.